Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitive right atrial (ra) lead had high, out of range atrial impedances greater than 2000 ohms, which activated the lead safety switch to unipolar configuration. Another impedance value of 1889 ohms was recorded in (B)(6) 2017. Boston scientific technical services (ts) reviewed remote monitoring data and noted noise and multiple atrial tachy response (atr) events. The noise signals appeared more consistent with myopotential noise. There was no evidence of minute ventilation oversensing, which the physician had potential concern with. The pacemaker remains in service. The status of the competitive atrial lead is not known. No adverse patient effects were reported.